Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered 6 inappropriate shocks and anti-tachycardia pacing (atp) due to an episode of an atrial driven arrhythmia. The therapy was exhausted. This device remains in service. No adverse patient effects were reported.